Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA: 22-0074 corrective action 12. After evaluation of the fracture pattern a ductile fracture on the upper and lower branche can be determined. A plastic deformation (necking) can be seen before the fracture itself occurred on the upper and lower branch (marked red). This can happen for example when too much load is applied by the operator. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was event with a forceps insert according to the information received, both branches of the grasping forceps broke off while moving and holding the bowel and had to be searched for in the patient. Both broken off branches were returned for investigation. Additional patient information is not available. The date of the event was not reported.